Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and bent pins were observed on cord connector. There was a relationship found between the returned device and the reported incident. Motor drive unit failed for short circuit error when connector was plugged into test control unit. Cause of short circuit failure is bent pins on the cord connector. Also the motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion and the motor drive unit was scrapped. The complaint was confirmed and the root cause has been determined to be a short circuit due to bent connector pins. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported a short circuit on the device. No patient was involved as the failure was found before the surgery.